Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lock of an all-in-one container did not unscrew and the "complete device came out", preventing the bag's locks from being placed. This was observed during inspection, when removing the "three ways" from the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.